Event description:
A malfunction alarm was reported, specifically the malf 0 code. There was no adverse impact to the customer's blood glucose level. The technical support team provided information on how to reset the pump and assisted the caller with the resetting process. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and advised to call back if any malfunction codes reappeared. The caller acknowledged and understood these instructions.